Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient reported they have not been urinating as much as they were. They have the interstim to help treat issues with their bladder because the bladder stopped contracting to squeeze out the urine. The interstim is what helps patient urinate more easily and avoid using a catheter. The issues started about a week ago when patient started taking a new medication for blood pressure so patient was not sure if that was the cause. Patient was trying to use their programmer to check therapy settings but the communicator was not found. Determined the patient was not actually using the communicator which is why they encountered that message. Troubleshooting was unable to be performed as patient will need to charge their communicator. Emailed video tutorial links to patient. Patient will call back if they need further assistance. No further complications were reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.